Manufacturer narrative:
This report is submitted on september 16, 2020.

Event description:
Per the clinic, it was reported that the patient developed an abscess at the implant site in (B)(6) 2020 (specific date not reported). Cultures returned a positive for an (B)(6) infection and the patient was subsequently treated with IV antibiotics for a duration of 10 days, and second round of antibiotics for 6 days. Treatment was unsuccessful and the site remained infected, resulting in extrusion of the receiver stimulator through the skin flap. Subsequently, the device was explanted on (B)(6) 2020. The patient was not reimplanted in order to allow the site to heal. It is unknown whether there are plans for future reimplantation.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on november 6, 2020.